Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient came to see the surgeon complaining of knee pain since his primary knee was implanted. The surgeon decided to conduct a surgery to check components for loosening. The femoral component was stable but the tibial component was loose at cement to implant interface and needed to be revised. The surgeon commented that the tibial component did not have any cement on the underside. Surgeon removed all the cement from tibia and implanted attune rev tray sleeve and stem. Surgeon replaced with an appropriate size poly. The patient underwent a left knee revision due to pain and tibial tray loosening at the cement to implant interface. The femoral and patellar components were retained. The surgeon noted excising scar tissue around the patella, patellar tendon, quadriceps tendon, back of knee, and suprapatellar pouch and gutters. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.